Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the hold button is missing from the button panel. The unit powers up and passes functional tests. The alarm battery springs are bent. (B)(4).

Event description:
Customer reported the hold button is missing from the alarm. The date when the issue was discovered is unk. No pt incident or injury was reported.